Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post sacrocolpopexy, there was history of post-menopausal bleeding for 12 months. Then an MRI of the pelvis was done showed results of chronic inflammation or infection in the soft tissue along mesh. Currently diagnosed with erosion at vaginal vault and it is listed for urgent removal of mesh implant.